Manufacturer narrative:
Button.

Event description:
It was reported in a service report that the manual release and the plus button on the upper switch assembly did not work. No adverse consequences alleged.